Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon finding that the patient had a total knee infection. The patella implant stayed in and a tibia implant came out, but was not replaced.